Event description:
It was reported by the patient that the defibrillator should be taken out because patient is "sick of the phony shocks". Patient indicated they have went to the emergency room (ER) three times because of "phony shocks" and spouse counted the device "went off thirty-five times." The patient has requested the implantable cardioverter defibrillator (ICD) device to be removed and replaced with a pacemaker. Follow up with the clinic determined, the ICD therapies have been turned off and the device remains in use, only functioning as a pacemaker. It was indicated that when the ICD reaches elective replacement indicator (eri) it will be removed and replaced with a pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.